Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the right ventricular lead was observed. Lead was capped and replaced on (B)(6) 2018. Patient was stable.

Event description:
New information received noted that oversensing was also observed on right ventricular lead.